Manufacturer narrative:
The reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specifications or would not be able to perform as intended. A complaint history review identified similar events. This failure mode will be trended to assess for any necessary corrective actions. This failure mode is identified within the risk file. The navio surgical technique guide (pn 500099 rev c) released at the time of the complaint provides instructions on the navio instrumentation kit. It states that ¿the navio instrument kit consists of a two-level tray that contains all the required instrumentation for surgery using the navio system. If the equipment breaks or fails during surgery, a sterile backup tray is on-site and can be unwrapped to replace a broken or dropped tool.¿ it also has a warning which states: ¿a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure.¿ when the navio bone screw driver set was opened, the pin driver was broken and a generic wire driver was used in its place. Since there was, no alleged harm to the patient, no further medical assessment is warranted at this time. Factors that could have contributed to the reported event may be due to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. A relationship between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.

Event description:
It was reported that when opened set discovered pin driver was broken and it was changed to a generic wire driver from a competitors set. No patient injuries or delays involved.

Manufacturer narrative:
H10: a1, d10, e4, h3: updated information. H11: b1, b2, g3, g5, h1, h6: corrected information.

Manufacturer narrative:
Additional info: d10 correction: h6.